Event description:
It was reported that during an unknown procedure, there were difficulties to open the tyvek. Not used on patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the event states that the device was hard to open however at analysis the package was noticed to be ripped and not opened. How did the packaging become ripped? Related to the way the packaging became ripped, we were not able to obtain more details from the hospital.

Manufacturer narrative:
(B)(4). Complaint indicated that there were difficulties to open the tyvek. The returned package was visually inspected and it was found that the package was sealed and had not been opened. Package seal was intact and no delamination was present. A hole was confirmed present in the middle of the package over a smooth part of the device and not over any protruding component. An ink circle was drawn on the tyvek around the damage. The triangular-shaped hole, or rip, was from the outside and the tyvek was bunched up around the snag. Review of the batch history record found the batch was not reworked nor had any additional handling outside the normal packaging process that would have resulted in the gross damage consistent with this package. Product is 100% visually inspected prior to release and damage of this magnitude would most likely have been identified as part of the inspection. It is most likely that the package was damaged external to the packaging facility possibly through mishandling of the package. It is also possible that the damage occurred in transit from the customer to analysis site.